Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) . Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Update: (B)(6) 2013-sales rep reported revision of patients right hip due to fluid buildup and cocr 15 ppb 62/55/-1. There is no new additional information that would change the outcome of the investigation.

Event description:
Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to metal on metal reaction and implant failure. Upon revision, fluid with a blood tinged appearance, a redundant synovium, tan to green in color, with undulating folds and granular material, and a small pseudotumor were found. The surgeon noted granular material behind the femoral head and a blackish appearance of the trunnion consistent with a metal-on-metal reaction. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege since the surgical implantation of the asr xl acetabular system in his right hip, pt has suffered symptoms including but not limited to hip pain and problems sitting and standing. Pt now faces the potential for a revision surgery in the future.